Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, coil and introducer sheath were returned. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the delivery wire and the main coil revealed that the zap tip has a smooth surface and the interlocking arm of the delivery wire had no anomalies. However, the interlocking arm of the main coil was not returned. The delivery wire dimensions were inspected. Outer diameters of the weld, wire arm and the wire zap tip were within specification. Coil dimensions were inspected. Outer diameters of the zap tip and the primary coil, and the number of distal and proximal fiber bundles were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: "dfu indicates the use of continuous flush instead intermittent flush and the use of a "5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter" and in this procedure was used a "...021 direxion bern shape..." (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2018. It was reported that the coil would not advance in the catheter and was stretched. The target lesion was located in the mildly tortuous pelvis. A 6mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil would not advance in the direxion microcatheter. Eventually, at the course of the procedure, the coil was advanced. When the clear cover was pulled back, it was observed that the coil became stretched. The coil was then removed from the patient's body. The procedure was completed with another of the same interlock coil. No patient complications were reported and patient's condition was fine. However, device analysis revealed that the coil interlocking arm was found detached and was not returned.